Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right knee revision procedure approximately 11 years post-implantation for pain and suspected loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4,: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: additional associated products. 00598603702 nexgen option st tib plt size 4 lot# ni, unk nexgen articular surface lot# ni. G2: ireland. H6: suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.